Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the wireless recharger wr9200 (serial #: (B)(6) revealed that the recharger was unresponsive. The led's scroll continuously and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger(wr) won't recharge the patient's implant, that the recharge battery indicator lights will continue to strobe. Rep tried resetting it on and off the dock without success. Technical services processed replacement wr. Reviewed with rep the wr9230 is not compatible with activa rc; rep to reach out to his colleagues for assistance since patient is down to 25% battery. Additional information has been received that manufacturer rep has provided the patient with an old recharger and the patient was able to recharge their device and they are shipping out a replacement recharger. The patient will return the current recharger after receiving the replacement from the manufacturer.